Manufacturer narrative:
Although no adverse outcomes were reported qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive on qiareach sars-cov-2 ag test were tested by pcr method and were negative for sars-cov-2.